Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported that there was an atrial lead warning. It was found that there had been two impedance high rate episodes had occurred. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.